Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va092jm, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional reported that the implantable neurostimulator was removed on (B)(6) 2015 because the device was non-functional. There was no patient injury or death. The device was used with/in a patient. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies; the ins was functionally okay. Insignificant anomalies included foreign material in ports and scratched can. Analysis of the lead found reliability non-conformances. The conductor #3 was broken 2.3 centimeters from the distal end. Impedance tests showed circuit #3 open, with a short between #0 and #1 circuit. Circuits 0, 1, and 2 had less than 75 ohms. All conductors were cut and conductor coils crushed, while the body insulation of the lead was cut through and segmented. The outer insulation melted and there were suspected tool marks in outer insulation. The marker band also had loosened from the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.